Manufacturer narrative:
The field service engineer (fse) found an obstruction in the sample probe. The obstruction was removed and the sample probe was cleaned. The fse performed decontamination of the hydraulic circuit related to the sample probe. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay, elecsys tsh assay, elecsys ft4 iii assay, and elecsys ferritin results from 28 patients on a cobas e 801 module. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory. It is unknown which results for patient 1 and patient 2 were deemed correct. The results from (B)(6) 2022 were deemed correct. The ferritin reagent lot is 60273100. The b12 reagent lot is 58456700. The ft4 reagent lot is 60015100. The tsh reagent lot is 63196600. The expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced 2 bent sipper probes, exchanged pmts, performed general decontamination, changed the gear head pump, and replaced a suction valve in the preclean supply. The fse determined that the preclean supply issue was the root cause of the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.